Event description:
It was reported to philips that the c-arm could not be moved. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) examined the system remotely and confirmed the reported issue. The user informed the rse of a potential cable break on the geo module. A philips field service engineer (fse) visited the site, verified there was no cable break on the geo module. Fse inspected all cable connections of the control modules and the op rail extension kit and tightened the connectors. The reported issue was not reproducable during the onsite visit of the fse. After ensuring that all cable connections were secured, the system was returned in good working condition and was ready for clinical use. There has been no recurrence of this issue reported from the customer. The codes were updated based on the investigation outcome.